Manufacturer narrative:
The biomedical engineer replaced the flow sensors, and the unit was returned to service. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit was not able to mechanically ventilate during a case. The patient was switched to manual ventilation. There was no report of patient injury.